Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited low r-waves and an abrupt change in shock impedances to a high out-of-range measurement of greater than 200 ohms. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Further lead evaluation was recommended in clinic to rule out lead integrity concerns. This rv lead remains in service. No adverse patient effects were reported.